Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported leaks at quick-release on a few sets. The patient felt bad and had high blood glucose level, which she self-treated with a pump. She was unconscious and was hospitalized for high blood glucose level reported to be 450 mg/dl, at the time of hospitalization. The patient had been in the hospital for six days and was still there at the time of reporting. Patient's blood glucose level at the time of this report was 100 mg/dl. No further information available.